Event description:
Staff were at the patient bedside performing cares and noticed that the patient had pushed the pca button with 110 attempts but had only been given 11 doses per the machine. Upon further eval staff noted that there was a wet spot on the floor and that the patient had wet sheets. They also noticed that the IV tubing was on the floor. They look at patient's IV site and noted that the cap for the pca tubing was cracked.======================manufacturer response for pca tubing, anti-siphon pca combination set (per site reporter).======================returned the day of this report.